Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 500 mg/dl with a small level of ketones and an insulin injection was used to address the bg level. The customer changed the cartridge and infusion set tubing. The infusion set site was changed multiple times. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.